Event description:
The patient presented to emergency department after receiving high voltage therapy. During the follow-up, an episode of oversensing was observed on the device which resulted in the inappropriate shock. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead oversensing and noise were not able to be reproduced. The patient was stable and will continue to be monitored.